Event description:
Device 1 of 3. Reference MFR report # 1627487-2019-00328. Reference MFR report # 1627487-2019-00364. It was reported that patient had system explanted and replaced with a competitor's system. Reason for explant is unknown at this time.